Event description:
A facility representative reported that during a glaucoma filtration device implantation, the device did not eject. Additional information was received nd stated that, there was no patient harm and the procedure was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6., and h.10. The sample was received at the manufacturing site and investigated as follows: - the sample was returned in an open secondary packaging. Sample front found torn. - the sample included only a cradle and the eds (express delivery system)- which was found non fixed to cradle in an oriented state. - IFU, pouch, labels and patient card were not received as of original packaging configuration. In addition, shunt was not included with received package. - the eds wire found triggered. - the eds wire did not protrude from cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from eds (since it was not included in the received sample) and the eds was operated and performed its functionality releasing the shunt product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be conformed. The manufacturer internal reference number is: (B)(4).